Event description:
Procedure performed: event description: hokkaido cancer center this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Cannula fractured report from the sales rep about 2 months after finishing the case, it was found that the fragments of the trocar remained in the patient's abdominal cavity. The remaining seal side (device insertion side) has already been discarded at the facility and can¿t be recovered. The sales rep heard that the customer has used the trocar to lift the peritoneum after insertion. Initial investigation report the event unit was returned to us and visually inspected. Only the distal cannula was returned (pic.1). The unit will be returned to amr for further evaluation. Admin# (B)(6). Component list: model: ctr71 1 distal cannula returning additional information was received via email on (B)(6)2019 from distributor applied medical asked for a current patient status. "The sales rep provided the information as follows. ·the customer have already performed laparoscopic surgery and the broken trocar tip has been removed. ·the patient have already been discharged." Intervention: reoperation. "The customer have already performed laparoscopic surgery and the broken trocar tip has been removed." Patient status: "the patient have already been discharged."

Manufacturer narrative:
A portion of the cannula shaft of the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. Based on the condition of the returned unit and the description of the event, it is likely that the cannula fracture was caused by the uneven wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical had implemented process enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to the implementation of the process enhancements.

Manufacturer narrative:
The event device is anticipated to return for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: cannula fractured. Report from the sales rep. About 2 months after finishing the case, it was found that the fragments of the trocar remained in the patient's abdominal cavity. The remaining seal side (device insertion side) has already been discarded at the facility and can't be recovered. The sales rep heard that the customer has used the trocar to lift the peritoneum after insertion. Initial investigation report the event unit was returned to us and visually inspected. Only the distal cannula was returned (pic.1). The unit will be returned to amr for further evaluation. Patient status: reoperation.